Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a faulty backup battery was confirmed via evaluation; however, the reported backup battery fault was unable to be confirmed. No log files, photos, or additional documents were submitted for review. The heartmate 3 system controller (s/n: (B)(4) was not returned for analysis; however, heartmate 11 volt backup battery (s/n: (B)(6) was returned for analysis in unremarkable condition. The battery was connected to a test controller and mock circulatory loop. The controller was disconnected from external power and the backup battery supported the pump for extended operation without issue. The backup battery was connected to an electronic load; however, during the test, electrical damage was observed on the backup battery. The battery¿s internal components were inspected and diode d52 was found to be electrically compromised. Circuit analysis revealed diode d52 was shorted from pin 2 to pin 3 causing lcs_ctrl to output an atypical voltage. The backup battery was not reconnected to test equipment due to the potential of further shorting the diode; however, an atypical lcs_ctrl output is consistent with backup battery fault alarms activating. The root cause for the reported events was determined to be due to the damaged backup battery printed circuit board (pcb) component; however, a root cause for the how the damage occurred was unable to be determined. A manufacturing analysis task was opened to further address the issue with the component d52. Per the manufacturing analysis task, a specific root cause for the issue could not be determined and external corrective action requests (ecar) were initiated to notify the suppliers of the issue. The backup battery was manufactured prior to the initiation of the ecar. Heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. D, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including backup battery fault alarms. Heartmate iii instructions for use, rev. C, section 2 "system operations" explains how to replace the system controller backup battery. Section 5 ¿surgical procedures¿ explains how to install the backup battery in the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6) , revealing that the battery passed all inspection testing. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had their emergency backup battery (ebb) exchanged due to being "faulty". This exchange resolved the alarms.